Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that following a mitraclip procedure the patient remained hospitalized for hypotension requiring medication. It was reported that this was a mitraclip procedure performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted and mr was reduced to <1. On (B)(6) 2022, it was reported that the patient remained hospitalized for hypotension and received vasopressor medications for treatment. There is no reported issue with the implanted clip. All heart pressures remain normal, and mr remains reduced. The patient is reportedly improved but remains hospitalized. The physician does not know the cause for the hypotension. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported hypotension could not be determined. Additionally, hypotension is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported medication and hospitalization were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.